Event description:
It was reported that the patient presented remotely via merlin transmission with an indicator that the pacemaker was in back-up vvi. After device interrogation through a programmer, the pacemaker was found to be operating normally. No sources of electromagnetic interference were identified. The patient was reported to be asymptomatic before, during and after.